Manufacturer narrative:
Eval summary: qa analysis revealed that the sds was returned with blood on the balloon. There was contrast in the balloon and in the inflation lumen. The balloon was loosely folded. There were no kinks or damage noted to the tip and inner member. There was no damage noted to the sds. The tip seal length was measured and this met mfg criteria. A new indeflator, filled with water, was used to pressurize the balloon and pulled negative to check the refold of the balloon. The balloon refolded properly with no anomalies noted. Product performance engineering reviewed the incident info and analysis of the returned product. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, and accessory device support. The tip seal length was measured and met mfg criteria. Based on the reported info, the inability to advance appears to be related to the calcified and tortuous anatomy. The analysis of the returned product noted blood visible on the balloon, which is consistent with handling of the product. There was contrast in the balloon and inflation lumen, which is consistent with preparation of the product. The balloon was loosely folded. Possible causes for difficulty in removing a sds may included, resistance with the guide wire/guiding catheter and/or anatomy or damage to the stent. To help ensure this difficulty is not related to a mfg deficiency, all sds are confirmed by visual and dimensional checks on the mfg line before release. The sds was pressurized and negative pressure pulled to check for proper balloon refold. The balloon refolded properly. In this case, the pt anatomy was described as moderately calcified and heavily tortuous which likely contributed to the difficulty removing the sds. In this case, the reported inability to advance and difficulty removing the sds appears to be related to the operational context of the procedure. A review of the product mfg records did not reveal any non-conforming material reports associated with this lot that could have contributed to this complaint and all lot release testing met mfg criteria. This MDR is considered closed by the product performance group.

Event description:
Reporting status: serious injury/permanent impairment. Reporting rationale: stent deployed in a non-disease vessel is considered to be a permanent impairment. Device issue: failure to cross/difficult to remove stent delivery system (sds). It was reported that the middle to distal left anterior descending (lad) was heavily tortuous. The lesion was pre-dilated with a voyager balloon at 14 atm. The 2.75 x 28 mm rx vision stent delivery system (sds) failed to cross the lesion, and there was hard resistance removing the sds. Therefore, the stent was deployed in an unintended site. No add'l event or pt info is available.